Event description:
It has been reported to philips that the allura system did not turn on. No harm has been reported to philips. A philips service engineer inspected the system on site . It was identified that system did not turn on. The disk drive and backup hard drive have been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and performed troubleshooting and identified that bios is working, after that next actions are not working. Boot disk was not available. In addition, boot sequence of the hard disks reversed in the bios. So, during next visit fse checked the bios settings and found that the wrong boot order was selected. Fse inserted new button cell with 3.3 v and backup hdd was replaced and the settings were corrected. Fse configured backup disk, and ghost back up was created. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.